Manufacturer narrative:
B5- corrected the report that the ipg was revised due to eri (elective replacement indication) was confirmed. Analysis of the returned ipg found that the device did declare first eri and had normal battery depletion due to usage.

Event description:
Additional information indicates the device meets or exceeds at least 75% of its expected longevity; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.